Event description:
Would like it replaced since she also purchased 100 test strips that cannot be returned. Went to the pharmacy to buy the control solution, but (B)(6) doesn't have the item in stock. They tried to trouble shoot, but the results were still sporadic, so they told her to call the 800 number on the box. Results were 20 points higher. The morning before. She went to see the pic, she received a result of 110. She then used the et and received a result of 140 then 5 minutes later, her result was 150. She hadn't had anything to eat or drink. Based on the information a replacement meter and control solution will be sent.